Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited error code - e102. This event occurred during the setup of an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions had been identified during the device evaluation: poor contact of the lamp, damage to the front panel and water leaked from the output connector. A root cause could not be identified. Based on the results of the investigation, the most probable causes were poor contact of the lamp and damage to the front panel, which triggered error code e102; and a water leak in the pump, which could be caused water to leak from the output connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.